Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 5-pumps" , which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 5-pumps with catalog number 701043267, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl 20 pump displayed an error message which stopped the device. The medical staff did not record which specific error message was displayed. The event occurred during treatment. A hand crank was used until the affected pump was replaced and the treatment continued. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl 20 pump displayed an error message which stopped the device. The event occurred during treatment. A hand crank was used until the affected pump was replaced and the treatment continued. No harm to any person has been reported. The failure caused an unintentional pump stop. Therefore a report is required. No information was provided what the actual error message was. A getinge field service technician (fst) was sent for investigation and repair on 2025-05-22. The failure could not be reproduced and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the failure could not be replicated, no exact root cause could be determined. The most probable root cause according to the risk assessment: arterial pump doesn´t start, unintended stopped or slowed down because of e.g.: - user error - component defective - communication error the device was manufactured on 2023-03-03. The device history record (DHR) of the hl20 (material: 701043267, serial:(B)(6), elo#: 103081590) was reviewed on 2025-05-22. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message which stopped the device" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 5-pumps" , which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 5-pumps with catalog number 701043267, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
Complaint ID: (B)(4).